Event description:
No blood glucose levels reported. It was reported that the customer was involved in an accident and was going to have therapy for her back. The customer was advised to consult with a health care provider if the therapy could interfere with the reservoirs for the insulin pump. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.